Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 43 mg/dl. The customer¿s current blood glucose value was 137 mg/dl. The customer did not experienced symptoms of low blood glucose value. Customer treated low blood glucose level with food and glucose tablet. Customer had been using insulin pump within 48 hours of reported low blood glucose level. Customer reported auto mode feature was automatically delivering insulin. Customer visited health care professional due to low blood glucose level. Customer did not allege insulin pump was over delivering. Customer reported there was crack at battery compartment to the back side of the insulin pump. No further complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. On (B)(6) 2022, the customer alleged was for cosmetic damage involving a crack located at the battery compartment and low bg.pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. Thus was utilized and downloaded trace/history files properly. Pump was cut open to perform visual inspection and found moisture damage on the force sensor and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked case (battery tube), pillowing keypad overlay. In summary, pump passed all required testing. Unable to verify customer alleged for low bg. Cosmetic damage was confirmed located at the battery tube threads and cracked case (battery tube). Moisture damage was confirmed on the force sensor and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.